Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen is blank with a bright spot on the bottom right. There may be a crack inside the screen due to the fact that the pump may have been dropped. There is no report of moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the display screen was blank when the pump was powered on. When the pump was opened up the displays creen was found to be cracked. When the damaged display was replaced with a test display it functioned normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.